Event description:
It was reported that the bd alaris smartsite needle-free valve had flow issues. The following information was provided by the initial reporter, translated from chinese to english: on (B)(6) 2025, when using a needle-free sealed infusion connector for infusion, after installing the positive pressure connector on the white end cap of the indwelling needle, the positive pressure connector could not be pressed down, and normal infusion and tube sealing operations could not be performed. The patient was given a new positive pressure connector, and the positive pressure connector worked normally. Additional information received from the customer: please confirm the reported defect was identified during priming or infusion? If during infusion, how long the infusion has done before to the issue occurred? = occurred during pre-fill. Please can you confirm if there are any visible defects to the device i.e., cracks, flashes, kinks? = nurse responded with no obvious defects. Please can you confirm if the connecting product has a luer slip or luer lock connection? = screw threads. Please confirm whether the connector accessed with needle? = not used.

Manufacturer narrative:
Device evaluation: a 2000e china product was not available for investigation of pr (B)(4); however, the customer confirmed that the complaint sample was from lot 24115045. The feedback provided by the customer states that, "the positive pressure connector could not be pressed down, and normal infusion and tubing sealing operations could not be performed." Further information from the customer has stated that the reported defect was identified during pre-filling the indwelling needle which has screw threads with the connector. Moreover, customer has confirmed that no visible defects were noticed in the connector. The details of this feedback were forwarded to the manufacturing site for investigation, where a review of the production records for lot 24115045 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. However, previous complaints for occlusions have been related to features on the surface of the male luer of the connecting products. These features include flash or a raised edge to the tip of the male luer which have previously been shown to intermittently lead to restricted flow due to them pinching the blue piston of the smartsite® and not allowing it to open. This can sometimes be resolved by disconnecting and reattaching the same luer connection which may reposition the luer against the piston and improve the flow, or alternatively by changing the connecting male luer. In this instance, without the complaint sample to examine it has not been possible to conclusively link this feedback to a specific failure mode; however, a review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the product 2000e china in the past 12 months.